Event description:
It was reported the device was used during a nissen fundoplication procedure. It was reported by the affiliate that small parts of plastic fell into the abdomen. The piece of plastic was retrieved from the pt. There was no pt consequence. Add'l info received on 11/4/97. It was stated by the affiliate that the piece of silicone membrane is attached to the bag of the device.

Manufacturer narrative:
Tracking #.46814. Date sent: 11/13/1998. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "small parts of plastic fell into the abdomen" during surgery occurred. The sleeve was rec'd with the outer gasket cut measuring approximately 3/16", but complete. A small piece of an unidentified material was rec'd with the sleeve, but had not dislodged from the device due to the lack of any missing components from the sleeve.